Event description:
Two cm burn on lateral aspect of lower right leg from cautery. Skin wet, pt grounded on arm. Field wet in multiple areas. Dime sized charred area incised and sutured. Large blistered area surrounding charred area.